Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 249 mg/dl while wearing the pod between 36 and 48 hours on the leg. For treatment, the patient gave a correction bolus and changed out the pod. After realizing elevated bg levels, the patient found cannula had not deployed as intended.